Event description:
Further information was received that product analysis was completed on the explanted lead. A section of the lead assembly was returned in one piece, however the electrodes were not returned for evaluation so an assessment could not be made on this portion. On the portion that was returned, a continuity check was performed and verified proper contact between the set screw and lead pin. Some scratches and abrasions were observed on the outside of the lead tubing and radiographic images indicated the coil may have been torn, but these observations were likely related to the explant procedure and were typical. No discontinuities were identified within the lead portion. No anomalies were identified with the returned lead portion. Product analysis was also completed on the returned generator. The generator was visually inspected and besides markings typically associated with the explant procedure, no other surface anomalies were seen. The septum was not cored. The device was interrogated successfully and system diagnostics were performed. All results were normal for all of the diagnostics performed. The pulse generator was programmed to the ¿as received¿ parameter settings, and the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal, and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator performed according to functional specifications. A comprehensive automated electrical evaluation showed that the device performed according to functional specifications. The data from the generator was also reviewed and no anomalies were found. There were abnormalities found with the returned generator. No additional relevant information has been obtained.

Event description:
Report received that a patient was found dead. Per the physician, the patient reportedly died of sudep but a definite link between sudep and vns could not be provided at the time of the initial report. Further information was received from the patient's consultant neurologist that it was "impossible to know" whether the vns and sudep were related. There was no data available in the programming history database for review. The physician reported that the patient's vns was not managed much after implant which occurred about four months prior to the death. An internal sudep evaluation determined that the cause of death was definite sudep per the physician's report. The lead and generator were explanted, however they have not been received by the manufacturer to date. No additional relevant information has been received.

Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently omitted information that the lead and generator had been received by the manufacturer for analysis prior the report being sent. Device available for evaluation?, corrected data: initial report inadvertently did not select yes and list the return date. Report source, corrected data: initial report inadvertently did not select 'foreign'.

Event description:
The generator and lead were returned for analysis. However, product analysis has not been completed to date.